Event description:
It was reported to philips that a checksum error occurred during boot requiring sbc battery replacement on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the battery and tested the bios and boot functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).